Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer required assistance from 3rd party due to bg level. The 3rd party administered a manual injection to address their bg.